Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error. According to the initial reporter, this was happening during device set up for a demonstration, and had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication was present during testing due to a faulty scope socket. When testing the subject device using olympus-test scope sockets, the b30 error did not appear. Additional findings included a cracked front panel mouth, an expired lamp meter reading (500+ hrs), and an old version main power switch that should be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code b30 most likely due toa defective scope socket. The specific root cause of the defective scope socket could not be determined at this time. Olympus will continue to monitor field performance for this device.